Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that there was a cracked glue on the bending section cover. The instrument channel was examined with the use of a boroscope and found some minor scratches near the bending section area. In addition, an on-site inspection of the equipments has been conducted by an olympus engineer and there was no problem found. The cause of the user's experience cannot be determined at this time. However, the device instrucition manual references the generation of vapor like smoke if debris remains on the distal end. This report is submitted as an MDR in an excess of caution.

Event description:
The user facility reported that during a procedure, there was a vapor like smoke noted at the tip of the gastroscope. The hospital further report that the gastroscope was immediately withdrawn from the patient. The procedure was terminated as a result of this incident, however, there was no patient injury reported.